Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure, the device locked on the cystic artery when fired. The surgeon took a second device and clipped above and below and removed the first device. As the second device was being used the clips started scissoring. A third device was used to complete the case with no pt consequence.

Manufacturer narrative:
Date sent: 09/04/2009. The analysis results found that the el5ml device (a) was received in good visual condition. When testing the device for functionality it was noted to be empty and the lockout was fired through and the indicator was noted to be misassembled. As the IFU states: "do not attempt to fire through the lockout. If the trigger is forced closed once the last clip lockout has engaged, the jaws may remain closed". We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. The analysis results confirmed that the el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within the mfg specifications. The instrument locked out as intended, but the orange indicator did not show up completely. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. Device b additional info: batch # f9fx7c. Exp date: 12/2014. Mfg date: 01/2009.